Event description:
Customer reported intermittent signal loss on the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Na